Manufacturer narrative:
Concomitant medical products: bbraun bifuse set; syringe. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that tpn was infusing, with the tubing connected to an umbilical venous line on a non-carefusion bifuse set. A non-carefusion tubing being used to deliver unspecified antibiotics via a non-carefusion syringe pump was connected into the distal smartsite port of the primary line. The clinician noted the distal port was stuck down and blood was backing up and leaked out. No patient harm occurred, however the patient's hematocrit dropped from 35 to 25.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Concomitant medical products: bd 3ml & 20ml syringe; extension tubing, therapy date unk. The customer¿s report of the smartsite piston becoming stuck in the depressed position was not confirmed nor replicated. Visual inspection noted the set to be in good condition. There were no damages or anomalies observed. Functional and pressure testing was performed and the smartsite piston was operating properly with each flush and did not get stuck in the depressed position. The root cause of the customer¿s report could not be determined.